Event description:
It was reported that during an unknown procedure, the blade broke while wiping the tip. It did not fall into the patient. Another device was used with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.